Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported a generalized feedback regarding device alarming for air-in-line for situations with visible and not visible air in the tubing. The customer reports no specific medication, or any trends in when the air-in-line occurs. It was reported that nurses either ¿flick the tubing¿ or disconnect the tubing from the patient to run the air through the IV set. There was patient involvement but no harm. This was reported to bd associates during their site visit. It was reported that when asked, the nurses were not aware of the air-in-line sensor location. Bd associates discussed air-in-line troubleshooting techniques with the clinicians. It was reported that no further information is available and no products available for investigation. Although additional information send product return was requested, customer stated that " the complaints were examples given by staff of errors they have witnessed in the past - no serial numbers and\or further details were given." No additional information was provided to bd and no sample was returned.